Event description:
On 12/3/98 pt underwent angioplasty of the right coronary artery with a stent placed in the distal right and two stents in the left anterior descending. Cath lab at 1300. Reopro bolus of 14.4 ml at 1338. At 1350 reopro drip started. Heaprin bolus of 14,000 units at 1320. At 1408 perclose attempted. Act 222 seconds. Pt became hypotensive. Right femoral arterial bleeding with retroperitoneal bleeding. At 1425 given 10 mg protamine. At 1508 reopro drip discontinued. 2 units of blood transfused. Hypovolemic shock. To or 1635. The skin was dissected along a perclose suture down to the surface of the artery. The hole was identified and sutured.